Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation. The returned valve was inspected under microscope and one thin blue fiber and two thin black fibers were found on the inflow of one leaflet. One thick black fiber and one thin blue fiber were found on the inflow of another leaflet. One thin red fiber and two thin black fibers were found on the inflow of the third leaflet. The red, blue and some of black fibers were not reported from site, and it was not observed from the provided imagery, so it was likely introduced during the returning handling process. Images provided by the side show one thick dark particulate was present on an inflow leaflet and one this dark particulate was present on another inflow leaflet. The fibers were collected and sent to the chemistry lab for fourier transform infrared spectroscopy (ftir) testing. Ftir results for the reported black fibers, which are consistent with valve tissue fiber. The red, blue and some black fibers were not reported from site, and it was not observed from the provided imagery, so it was likely introduced during the returning handling process. However, per material analysis, the black fiber consists of two materials, clear mass and blue fiber. The clear mass like material did not have a distinct spectrum; however, the blue fiber is consistent with cellophane like material. The red fiber consists of a clear mass and a red fiber; the sample spectrum for clear mass is consistent with zein like material, and the red fiber is consistent with cellophane like material. The sample spectrum for blue fiber is consistent with delrin like material. A review of manufacturing process was performed in order to determine if the particulate could have originated at the edwards facility. A listing of all the tooling, fixtures and material used in the manufacturing line of 9600tfx valve were generated and reviewed. Based on the review, there was no similar resemblance in terms of color and material type similar to blue or red cellophane, clear zein, or blue delrin material used during the manufacturing process. Additional review of all of the tools, fixtures, and workstations indicated they were properly maintained in cleanroom during the walk-through. The operators were properly gowned with hair covers, shoe covers, and cleanroom gowns as observed during cleanroom review. There was no observation of non-conformance or abnormality. Therefore, it is not confirmed that the cellophane, zein, or delrin like material collected during evaluation originated from the thv manufacturing process for valve assembly at the edwards facility. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints involving contaminated valves from the same work order. A review of complaint history on confirmed device complaints from october 2019 through september 2020 was performed. Of the potential root causes noted, applicable to the current evaluation is procedural factors: device mishandling during preparation. The instructions for use (IFU) and device prepping manual were review for instructions relating to the complaint. Per the thv rinsing procedure, before opening, carefully examine the jar for evidence of damage (e.g., a cracked jar or lid, leakage, or broken or missing seals). If the container is found to be damaged, leaking, without adequate sterilant, or missing intact seals, the thv must not be used for implantation, as sterility may be compromised. Set up two (2) sterile bowls with at least 500 ml of sterile physiological saline to thoroughly rinse the thv. Carefully remove the valve/holder assembly from the jar without touching the tissue. Inspect the valve for any signs of damage to the frame or tissue. Rinse the thv as follows: place the thv in the first bowl of sterile, physiological saline. Be sure the saline solution completely covers the thv and holder. With the valve and holder submerged, slowly agitate (to gently swirl the valve and holder) back and forth for a minimum of 1 minute. Transfer the thv and holder to the second rinsing bowl of sterile physiological saline and gently agitate for at least one more minute. Ensure the rinse solution in the first bowl is not used. The valve should be left in the final rinse solution until needed to prevent the tissue from drying. Do not allow the valve to come into contact with the bottom or sides of the rinse bowl during agitation or swirling in the rinse solution. Direct contact between the identification tag and valve is also to be avoided during the rinse procedure. No other objects should be placed in the rinse bowls. No IFU/training deficiencies were identified. A review of the manufacturing mitigations has shown adequate inspections are in-place to detect and remove fiber or particulate in the jar and on the valve. These manufacturing inspection processes support that it is unlikely that a manufacturing non-conformity caused the reported complaint event. The particulate on the valve was confirmed. A review of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used matches cellophane, zein, or delrin (in terms of material type and color). Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ¿after washing the valve and upon inspection there was a dark fiber on one of the leaflets and another thinner one on the other leaflet¿. Based on the ftir results, the dark/black fibers observed by site are consistent with valve tissue fibers like material, but it is not appeared to be valve tissue fiber. However, it could not be re-tested since the test specimens were destructed from the test, so the material of reported dark/black fibers cannot be determined. It is possible that the particulates (reported dark/black fibers) were introduced or cross contaminated during device preparation process since the thv has been opened and inside the rinsing bowl. However, there is insufficient information to determine a root cause at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. However, awareness communication (valve inspection and handling) was performed as a cautionary response. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during preparation of the 26mm sapien 3 valve, after washing the valve and upon inspection there was a dark fiber on one of the leaflets, and another thinner one on the other leaflet. The decision was made not to use the valve. There was no delay in the procedure as a result of this, and the procedure proceeded as normal with a positive result.